Event description:
On (B)(6) 2014, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ping meter was missing results. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began at an unspecified time on (B)(6) 2014. It is not known how the patient manages his diabetes. The reporter claimed the patient didn¿t eat anything until 4:00 pm due to the alleged meter issue. The reporter claimed the patient developed ¿high ketones¿ 2 days after the alleged issue began. In response to this symptom, the reporter claimed the patient attended the emergency room at 10:00 am on (B)(6) 2014 where he was treated with IV fluids. The reporter stated a blood glucose reading was taken on the emergency room device which read in the 400's mg/dl range. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The csr documented that the alleged meter issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for a high blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/30/2014). The patient¿s meter has been returned on 12/15/2014 and evaluated by lifescan product analysis on 12/18/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.